Event description:
Other than the prv re-sat at a lower pressure than manufacturers specification, which would indicate a requirement for maintenance; the unit in question is within all manufacturers' specifications. The alleged incident reported could not be duplicated.

Manufacturer narrative:
The unit has been returned and pending testing. Once testing has been completed, a followup report will be submitted.

Event description:
The company was informed on (B)(6) 2016 of a potential adverse event involving a liberator 30. It was reported that the vessel got stuck open and emptied itself by spraying a fountain of liquid oxygen after filling the patient's portable lox unit. The patient managed to move the vessel out on his balcony where it was still emptying itself. It was not reported that the patient was harmed.